Event description:
A break in the catheter during percutaneous removal with the obturator during device stretch. The indwelling period was 185 days.

Manufacturer narrative:
The complaint of retention dome separation is confirmed. According to the notes contained with this file the tear in the dome has occurred during device distention at removal. No tears or splits in the dome shelf or dome were revealed while under 20x magnification. The circumference of the dome shelf surface exhibits adhesive residue suggesting the retention dome had been fixed in place prior to the complaint incident. The device had been in place for approx 185 days prior to the complaint incident. A chr is not possible, as no mfg lot number info has been provided by the complainant.